Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer failure. A field service engineer replaced drawer to resolve. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 1.2 slides failing. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was no harm or delay in the dispensing of the medication.. There were no adverse events or injuries reported based on this incident.